Event description:
The customer reported via phone call experiencing high blood glucose levels for 3 days. The customer stated that the insulin pump alarmed no delivery while the customer was trying to change the set. She stated that she had not dropped the insulin pump. She stated that she was lying down and heard the alarm, resumed it, and input 1 unit for a bolus. The customer stated that the insulin pump alarmed no delivery, so she rewound the device, used the same set, gave another bolus while connect, and received another no delivery alarm. The customer's blood glucose was over 600 mg/dl. She complained of nausea, vomiting, abdominal pain and dry mouth. She treated with manual injections. The customer's most recent blood glucose was 112 mg/dl. She noted that she had also been hospitalized previously in 2014 or (B)(6) 2015. She was advised to give herself a bolus and monitor her blood glucose. She declined to complete the troubleshoot process, stating that she felt confident with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.